Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. The complainant did not allege any malfunction regarding applied medical¿s trocar. Based on input received from a surgeon familiar with the use of this product, it is unlikely that the trocar used caused or contributed to the event. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the injury or identify any reason why a product malfunction could have caused or contributed to the injury.

Event description:
Procedure performed: removal of endometriosis . Dr [ ] was using ctfo3 for the first time during removal of endometriosis. Dr was inserting fios into the abdomen on low flow. Dr was inserting entry trocar into the umbilicus. Dr stated she not sure if she was in the abdomen when looking at monitor. Insufflator had not dropped in pressure. Dr removed trocar and within 30 seconds anesthetist sounded the alarm that the patient was having a cardiac arrest. After approximately 5 minutes the patient was returned to a normal state. The anesthetist said the patient had experienced an a-systolic response whereby the medication was not pumping through the body and that a tiny bit of gas may have caused the incident, but anesthetist stated she was not entirely sure where the gas came from. Anesthetist stabilized patient and gave authority for procedure to proceed. Dr did not want to use trocar again. After incident reverted to verres needle for initial entry no other instruments were in use as the surgery was just commencing with the entry trocar. Additional information received via email from applied medical representative on 20 october 2021: I just spoke with her receptionist and she said dr [ ] believes it wasn¿t anaesthetics related - that she believes it was the manipulation of the trocar in the abdomen which caused the incident. Regarding the event, [ ] does not suspect it was due to an embolism or the procedure. Additional information received via email from applied medical representative on 21 october 2021: the ctf03 was the first insertion. Intervention: dr did not want to use trocar again. After incident reverted to verres needle for initial entry. Patient status: surgery completed successfully.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: removal of endometriosis. Dr [ ] was using ctfo3 for the first time during removal of endometriosis. Dr was inserting fios into the abdomen on low flow. Dr was inserting entry trocar into the umbilicus. Dr stated she not sure if she was in the abdomen when looking at monitor. Insufflator had not dropped in pressure. Dr removed trocar and within 30 seconds anesthetist sounded the alarm that the patient was having a cardiac arrest. After approximately 5 minutes the patient was returned to a normal state. The anesthetist said the patient had experienced an a-systolic response whereby the medication was not pumping through the body and that a tiny bit of gas may have caused the incident, but anesthetist stated she was not entirely sure where the gas came from. Anesthetist stabilized patient and gave authority for procedure to proceed. Dr did not want to use trocar again. After incident reverted to verres needle for initial entry. No other instruments were in use as the surgery was just commencing with the entry trocar. Additional information received via email from applied medical representative on 20 october 2021: I just spoke with her receptionist and she said dr [ ] believes it wasn¿t anaesthetics related - that she believes it was the manipulation of the trocar in the abdomen which caused the incident. Regarding the event, [ ] does not suspect it was due to an embolism or the procedure. Additional information received via email from applied medical representative on 21 october 2021: the ctf03 was the first insertion. Intervention: dr did not want to use trocar again. After incident reverted to verres needle for initial entry. Patient status: surgery completed successfully